Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient noted the left front tooth and incisor didn't fit perfectly and teeth were getting uneven. Clinical support recommend 14 day rest period of no upper aligner for possible intrusion of tooth #9 and re-evaluate after 14th day.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.